Event description:
It was reported, that the patient presented remotely via merlin net. Transmission revealed, that the implantable cardiac monitor exhibited false atrial fibrillation episodes. There was some r-r wave variance on the electrocardiogram contributing to a false diagnosis. No intervention was performed. The patient was stable.